Manufacturer narrative:
Allegation was confirmed based on the picture attached to the global complaint. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Manufacturer's investigation unit found black stripe on the display. No adverse event reported. Product cannot be returned due to custom and legal issues in (B)(6).

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.